Event description:
It has been reported to us that during the diagnostic procedure there was blood clot formation inside and around the outside of the diagnostic catheter resulting in a clotting off of the right femoral artery. The physician was using the diagnostic catheter with the introducer sheath. The physician was performing the diagnostic procedure with an increased amount of heparin and the diagnostic catheter had formation of blood clots inside and around the outside of the diagnostic catheter resulting in the clotting off of the right femoral artery. The pt at the time of this report was being treated to reopen the femoral artery.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering anlaysis of the subject device will be performed. H.3-02-device eval is anticipated, but not yet begun. H.6-method-86-other, results-709-none, conclusion-68-other.